Event description:
It was reported that pump touchscreen appeared cracked and shattered beneath screen protector, although caller could still interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.